Event description:
The user facility reports twenty hours post insertion of catheter, cerebrospinal fluid leaked from the point of where the drainage line branches. The physician plastered the leak with medical glue. The patient was not in transit and no patient injury was reported but intervention was required. Additional information has been requested.